Event description:
It was reported that, "after insertion of intra-aortic balloon pump, we notice blood in the balloon tube. Initial insertion of right femoral artery, device removed in its entirety. A second iab was inserted into the left femoral artery, successful attempt. No harm to the patient". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab "blood in the balloon tube" was confirmed based upon the investigation of the sample received. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a biohazard bag (inp-1, inp-2). Upon return, the one-way valve was tethered to the short driveline tubing (inp-5). The bladder was fully unwrapped (inp-6). A bend to the iabc central lumen was noted at approximately 15cm from the iabc distal tip (inp-6). Damage was noted to the outer lumen consistent with being pinched or crushed. A dried white media was noted within the iabc short driveline tubing. No obvious blood was noted on the iabc or within the helium pathway; the catheter was reported cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0052in-0.0059in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane near the proximal end (anp-1). The leak site was noted at approximately 26.7cm from the iabc distal tip. During further inspection, the leak site is consistent with contact from a damaged outer lumen (anp-2, anp-4, anp-5). Upon microscopic inspection, the outer lumen was noted damaged near the area of the bladder leak site, and it was consistent with being crushed or pinched (anp-2, anp-3). No other leaks were detected during functional testing. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 16cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a corrected data: n/a.

Event description:
It was reported that, "after insertion of intra-aortic balloon pump, we notice blood in the balloon tube. Initial insertion of right femoral artery, device removed in its entirety. A second iab was inserted into the left femoral artery, successful attempt. No harm to the patient". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "after insertion of intra-aortic balloon pump, we notice blood in the balloon tube. Initial insertion of right femoral artery, device removed in its entirety. A second iab was inserted into the left femoral artery, successful attempt. No harm to the patient". The patient status is reported as "fine".